Manufacturer narrative:
Based on the claim against the product by the customer noting that endoscope had reversed movement and orientation, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. An intuitive field service engineer (fse) followed up with the csr and was advised that the issue was resolved after reseating the endoscope. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. This complaint is considered a reportable event due to the following conclusion: it was alleged that the endoscope moved with unintuitive motion. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure that the endoscope movements were reversed, 30 up was down and down was up. The intuitive surgical inc.(isi) tech support engineer (tse) checked the logs and found communication errors. The tse recommended a second endoscope, but no other endoscope was available. The tse then walked the clinical sales rep (csr) through removing the endoscope manually and rotating the endoscope to the proper orientation, and port clutching to clear the guided tool change. During these steps, the csr had to end the call to assist the staff. The csr stated they would have the staff complete the steps and would call back in if the issue continued. The procedure was completed with no reports of patient injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.